Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was measured and the voltage was lower than expected. The battery was removed and replaced with an external power source. Current drain was measured and found to be out of specification. Detailed analysis was undertaken and while testing suggested a performance issue with the mixed mode integrated circuit (mmic) component, the root cause of the issue could not be determined as no specific problems with the mmic were confirmed during testing.

Event description:
It was reported that this product was returned from our final pack area for analysis as the product had not passed all required testing.